Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had circuit failure alarm. The customer's blood glucose level was 267 mg/dl. Customer was successfully clear the alarm but self test was not passed. The device will be returned for analysis.